Manufacturer narrative:
The insulin pump powered up properly after battery installation and had operating currents within specification. No unexpected battery alarm was noted. The insulin pump alarmed for a button error due to moisture damage at the keypad traces. The insulin pump was received with a cracked case at the display window corners, cracked reservoir tube, cracked reservoir tube window, a cracked belt clip slot and minor scratches on the display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that the insulin pump alarmed button error. The customer was able to clear the alarm and he later received a battery alarm. When he tried to set the time and date the buttons were unresponsive. Customer's blood glucose level was 126 mg/dl. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.